Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient o (B)(6), 2009. According to the complainant, the patient experienced pain and suffering. The physician's office was contacted; written consent from the patient is required to release any medical information. No further information is currently available. Should additional relevant details become available, a supplemental report will be submitted.